Event description:
It was reported via phone call, that the customer's insulin pump had cracks to the reservoir window as well as the right hand corner of the display. The customer also reported that the insulin pump resets while attempting to rewind. Customer's blood glucose level at the time was unknown. Troubleshooting occured. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, case at reservoir tube window corners, belt clip slot, battery tube threads and with minor scratches on lcd window.